Event description:
Dealer stated that the end user allegedly sustained a "bed sore" due to an extensive wait for a replacement tilt actuator for a tdxsp-cg power chair that failed. Dealer waited for 2 weeks for the part to ship, shipped (B)(6) and dealer received and repaired chair. No medical intervention reported for alleged sore.